Manufacturer narrative:
(B)(4): the device was not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that the patient got the surgery plid (lumbar intervertebral disc prolapse) on (B)(6) 2015. During the surgery, after surgeon had installed the rod, it was difficult to install the products because the patient's small muscles were rich in the wound due to which he had to choose the frog pliers. But the products were not being tightened. It was found the thread had been damaged. Surgeon had to replace new products to complete the surgery. Patient complications were reported unknown. The products came in contact with the patient.

Manufacturer narrative:
Product analysis :macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. Functional evaluation with a sample mas found the implant unable to be fully engaged into the mas head. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.